Event description:
(B)(4) to whom it may concern, my son noticed and spit out a metal piece from his mouth 2 nights in a row while brushing with his topcare toothbrush. This is extremely concerning, and I wondered if you'd ever heard of this issue from others. I look forward to hearing from your company.